Manufacturer narrative:
The device was returned for analysis. The mechanical jam and failure to cut were confirmed based on the returned device condition. The difficult to remove is based on case conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported ¿the device was eventually forcefully removed.¿ it should be noted the starclose instruction for use states, ¿do not advance or withdraw the starclose se vascular closure device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. The IFU violation did not contribute to the cause of the event. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. In this case, the condition of the device indicates the angle of the device during plunger depression caused the garage leaves to bind into the flex guide and the sheath resulting in the failure to cut, and mechanical jam. The damage to the flex guide then prevented the retraction of the vessel locator wings via the safety release resulting in the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis identified the vessel locator wings were deployed and the exchange sheath was partially split. Follow-up with the account confirmed that the issue occurred during splitting the sheath not during the second click as initially reported. Reportedly, the safety release button was used in an attempted to remove the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier- excessive force.

Event description:
It was reported that an arteriotomy closure of the right femoral artery site was attempted with a starclose device after an angiogram procedure. Reportedly, during use of the starclose an issue occurred during the second click [vessel locator wing deployment]. Resistance was noted during attempts to remove the device. The device was eventually forcefully removed, and the vessel was checked for damage [no damage was noted]. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.